Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of tachycardia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tachycardia, anxiety, rupture.

Event description:
Patient reported "headaches, inflammation, cellulitis around her eyes, frequent illnesses, swollen lymph node under left arm" and "exchange from textured to smooth due to concern with the product" which are considered not device related. Later, healthcare professional reported rupture, also reported "sinus tachycardia without distinct dizziness" and exchange of textured device due to patient's concern with product, which are considered not device related. This record is for the right side. Device remains implanted.